Manufacturer narrative:
Initial investigation awaiting return of device to spectrum medical.

Event description:
User reported that level sensor was alerting for full reservoir despite there being no blood at the sensor position. The sensor was exchanged and the replacement attached to the same spot on the reservoir. The replacement sensor worked as expected. There was no patient harm as a result of this suspected malfunction.

Event description:
User reported that level sensor was alerting for full reservoir despite there being no blood at the sensor position. The sensor was exchanged and the replacement attached to the same spot on the reservoir. The replacement sensor worked as expected. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
Initial investigation awaiting return of device to spectrum medical. Follow-up: device has not yet been returned to spectrum medical. Once returned investigation will be completed and follow up provided.

Manufacturer narrative:
Initial investigation awaiting return of device to spectrum medical. Follow-up: device has not yet been returned to spectrum medical. Once returned investigation will be completed and follow up provided. Final follow-up: initial investigation found no visible damage, and there were no signs of liquid ingress. The led would intermittently turn red when the connected cable was moved. The yellow sensor did not function during testing; although the led turned red, the corresponding protective alarm was not triggered. Root cause was found to an internal cable issue. Device was replaced.

Event description:
User reported that level sensor was alerting for full reservoir despite there being no blood at the sensor position. The sensor was exchanged and the replacement attached to the same spot on the reservoir. The replacement sensor worked as expected. There was no patient harm as a result of this suspected malfunction.